Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was difficult to implant due to helix issues and repeated dislodgement. As a result the procedure time was extended and patient required narcan to reverse sedation. The lead was successfully placed and remains in service. No additional adverse patient effects were reported.